Event description:
It was reported that a 45-year-old female patient underwent a breast surgery with a right-sided 475cc mentor smooth round moderate profile saline breast implant and a left-sided unspecified mentor saline breast implant. Post-operatively, the patient experienced a deflation of her right prosthesis and ptosis of the left breast, which were confirmed during a physical exam. As a result, the patient underwent removal and replacement with a 325cc mentor smooth round moderate profile saline breast implant on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-03926 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).